Event description:
Additional information was received that indicated that the physician had not seen the patient since a year before their death. There were not issues with vns at that time. The cause of death is unknown so the physician did not want to comment on the relationship of the death to vns. He felt it was unlikely he death was related to vns but did not want to confirm. The physician did not wish to provide any additional information.

Manufacturer narrative:
If implanted, give date (mo/day/yr), correction: the initial report inadvertently put in the wrong implant date.

Event description:
It was initially reported that the physician had not seen a patient since 2006 and he through that the patient may have passed away. Search of the social security index confirmed that the patient did pass away. No additional information was provided. Good faith attempts for more information have been unsuccessful to date.